Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a broken fiber-optic connection. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm confirmed the damaged fiber-optic connector in the console. The console was disassembled and the connector replaced. The issue was corrected. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a broken fiber-optic connection. There was no patient involvement, and no adverse event reported.